Manufacturer narrative:
(B)(4).

Event description:
It was reported that the wire broke. Vascular access was obtained via a radial approach. The target lesion was located in a very small left anterior descending artery (lad). The lad contained "some tortuosity." During the procedure, the physician had problems keeping the guide catheter engaged. A comet pressure wire was advanced through the left 6f ebu 3.75 guide catheter. The physician attempted to reposition the wire in the distal lad and felt some resistance and it was difficult to torque the wire. When the physician attempted to torque/reposition the wire a 2nd time, the wire fractured in half, a "clean cut" in the middle of the wire, at the guide wire tip. The physician attempted to snare the fragment 3 times with a non-bsc snare each time the wire fracturing again. On the 4th attempt, the large remaining part was able to be snared. Three small pieces traveled downstream with 2 in a small atrial branch and one in an obtuse marginal branch that were not life threatening and were left in the patient. No further patient complications were reported and the patient's current status is fine/stable.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a ffr comet wire in two pieces. The shaft was separated approximately 10.5cm from the tip. The separated portion of the device was un-retrieved and not returned for evaluation. No other damage or irregularities were noticed. Mtac analysis revealed the device was found to be missing a 10.5cm piece of the shaft. The manufacturing back record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that the wire broke. Vascular access was obtained via a radial approach. The target lesion was located in a very small left anterior descending artery (lad). The lad contained "some tortuosity". During the procedure, the physician had problems keeping the guide catheter engaged. A comet pressure wire was advanced through the left 6f ebu 3.75 guide catheter. The physician attempted to reposition the wire in the distal lad and felt some resistance and it was difficult to torque the wire. When the physician attempted to torque/reposition the wire a 2nd time, the wire fractured in half, a "clean cut" in the middle of the wire, at the guide wire tip. The physician attempted to snare the fragment 3 times with a non-bsc snare each time the wire fracturing again. On the 4th attempt, the large remaining part was able to be snared. Three small pieces traveled downstream with 2 in a small atrial branch and one in an obtuse marginal branch that were not life threatening and were left in the patient. No further patient complications were reported and the patient's current status is fine/stable.